Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection showed the spike port cap was removed and the spike port itself not damaged. The manual add port cap had been removed and the inlet tubing was cut and removed. Magnified inspection of the sample found the manual add port had been used, as evidenced by cannula insertion point which indicated the bag was properly filled and released from the pharmacy, and the spike port cap was not damaged at the time of filling the bag at the pharmacy. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if the reported condition was present. The spike port of the sample appeared to have been manufactured according to specification without defect, with remnant material all the way around the circumference that indicated the ports had been completely sealed. Based on evaluation findings and the customer report that the issue was discovered at the end user site after pharmacy release, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the port was broken on the tpn bag. This issue could result in a bag leak. The issue was discovered prior to patient administration. This report documents no patient involvement or adverse events. No additional information is available.